Manufacturer narrative:
One opened probe was received with at tip protector, in a pouch, for the report of could not cut during surgery. The returned was visually inspected and found to be non-conforming with the cutter in the port and a large amount of foreign material completely covering the port. The sample was then functionally tested for actuation, aspiration, and cut and was found to be non-conforming for all three functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple locations along the inner cutter. Wear marks were observed at multiple locations along the inner cutter. The sample was tested with a syringe and slight resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and once the interference (needle/shell assembly and foreign material) was removed the probe was able to aspirate and actuate. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure and also indicated that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The root cause for the observed non-conformances, as well as the observed foreign material, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken as it appears that the observed non-conformances were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration working during a procedure. The product was replaced and procedure completed with no patient harm reported.